Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent failure to deploy for biliary indication.

Event description:
It was reported to boston scientific corporation on april 18, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct to treat a biliary stricture during a biliary access procedure performed on (B)(6) 2023. During the procedure, the stent was unable to be deployed. The stent was removed from the patient fully covered by the outer sheath and the patient was sent to interventional radiology (ir) to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the bile duct to treat a biliary stricture. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size, that are adherent to the gastric or bowel wall and are free of solid debris. The device is not indicated to be placed in the bile duct.